Event description:
The following was reported to davol by the user facility: surgeon in (B)(6) performed a laparoscopic ventral hernia repair procedure on (B)(6) 2015. The mesh was fixated using davol sorbafix device and all 30 fasteners were used. Following the case two of the fasteners at the umbilicus were noted to be protruding from the skin. The surgeon indicated that the fasteners remained fixed to the mesh and was considering taking action to remove the two fasteners due to concerns for possible infection. The surgeon did not believe this to be a device related issue, but due to patient anatomy.

Manufacturer narrative:
The subject product was not returned for evaluation. A photo of two fasteners extruding from the umbilicus was provided. As reported, the surgeon did not believe this to be a device related issue, but due to patient anatomy. The IFU for the sorbafix enhanced absorbable fixation system includes: the fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. Based on our evaluation of the information and images provided we have concluded that the issue was not device related but was caused by placement of the fasteners at the umbilicus where the abdominal wall is thinnest. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. An injury was reported with the fastener protruding through the skin.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)